Event description:
The customer reported an adverse event that involved the inversion of anticoagulant (acd-a) bag and saline bag when setting up a kit. Complainant name: dr (B)(6), physician. Incident occurred on (B)(6) 2012. Immediately after the beginning of procedure patient feels the symptoms of hypocalcemia the nurse stopped the cellex and checked the a/c and saline bags and observed that they were swapped. She changed bags, purged the kit and slowly resumed therapy but soon it appears that the kit is clotted: therapy is therefore aborted without any blood return. Patient conditions were good, the issue has no known clinical nor biological consequences. This was the eleventh ecp treatment for this patient.

Manufacturer narrative:
Based upon medical's assessment the event has been assessed as not serious, not expected and related to the device. The device did not cause or contributed to a death or serious injury, or malfunctioned in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There was no unplanned transfusion or unplanned overnight, or longer, hospital stay outside of the patient's normal treatment regime however, this event is reportable based on a conservative approach because the information received suggests that the device could potentially cause a serious injury if the health care professional didn't stop the treatment immediately. (B)(4).